Event description:
Event determined to be reportable based on device analysis approved 2008: it was reported that during an unspecified stenting procedure, resistance was encountered and shaft damage occurred. The lesion was located in the common bile duct (cbd). The flexima biliary stent 8.5fr/7cm stent delivery system (sds) was advanced to the lesion. Upon attempting to deploy the stent, resistance was encountered and the inner catheter stretched. The device was removed and the procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "good". Device analysis revealed a torn guide catheter.

Manufacturer narrative:
Visual examination of the returned device found no defects with the stent. The guide catheter was found to be torn jaggedly in two. Both remnants of the guide catheter were found to be stretched and kinked. A review of the device history record (DHR) was performed and revealed no related issues to this complaint. The root cause can be attributed to operational context.